Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 3.0d. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, cracked case display window corner, stained end cap sticker, stained address/serial number label and cracked belt clip slot.

Event description:
Medtronic received information that damage (physical or cosmetic), motor error alarm occurred. There was no adverse impact or consequence reported as a result of this event.